Manufacturer narrative:
Updated block: h6. The service repair technician (srt) could not duplicate the reported complaint. The roller pump performed as expected with no observation of any service messages. The data review log did show multiple 'pump jam' failures occurring on (B)(6) 2025 which could trigger a 'service pump' message. The srt tightened the belt tension. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump. He performed functional checks with release testing. The unit operated to the manufacturer's specifications the device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed a 'cpg service pump' and an 'overcurrent' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, no delay, nor adverse consequences to the patient.